Event description:
It was reported that on an unknown date, a 21mm trifecta valve was implanted in the patient. On an unknown in (B)(6) 2024, the patient presented with high gradient, fatigue and shortness of breath and a structural deterioration was noted. On (B)(6) 2025, the valve was explanted and a 25mm non-abbott valve was implanted. A severe calcification and leaflet thickening with stenosis was noted on the explanted valve. The patient was reported stable.

Manufacturer narrative:
The device will be returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2013, a 21mm trifecta valve was implanted in the patient. On an unknown in (B)(6) 2024, the patient presented with high gradient, fatigue and shortness of breath and a structural deterioration was noted. On (B)(6) 2025, the valve was explanted and a 25mm non-abbott valve was implanted. A severe calcification and leaflet thickening with stenosis was noted on the explanted valve. The patient was reported stable.

Manufacturer narrative:
Explant due to device stenosis, fibrotic thickening of the leaflet, dyspnea and fatigue was reported. The device was returned to abbott for investigation. Gross examination revealed fibrous thickening and coalesced calcifications in all three cusps, leading to immobilization. Tears associated with calcifications were found in cusps 1, 2, and 3. The inflow surfaces had fibrous pannus ingrowth, while the outflow surfaces were unremarkable. Microscopic examination confirmed the presence of calcified nodules and fibrous thickening, with no signs of inflammation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported aortic valve stenosis is likely related to patient condition (pannus formation, calcification, and fibrous thickening). However, the cause of the pannus and calcification formation could not be conclusively determined. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability. The reported surgical intervention was a result of case-specific circumstances as the valve was explanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.